Event description:
Procedure: vats. According to the reporter: a component of the endo gia cartridge was broken and the component dropped into the patient's cavity. A follow up procedure was performed to retrieve the component.